Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented to the emergency room for syncope due to ventricular fibrillation. The patient was externally defibrillated and upon interrogation, multiple episodes of non-sustained ventricular tachycardia and undersensing were observed. The device was reprogrammed and the patient is stable.